Event description:
It was reported that the device had no dc operation. No patient was associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that all the icons were displayed and the device would not power on. Physio further evaluated the device and observed that the internal battery was charge depleted and that the device had excessive current leakage when the device was off. Root cause for the excessive current leakage and charge depleted internal battery was determined to be capacitor, designator c177, on the analog ppc assembly. A replacement device was provided to the customer.